Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service (fse) reported that while inspecting the iabp he observed "fault code #61" had been generated. There was built up condensation in the lines and the drive pressure transducer was out of calibration. The fse completed the condensation removal and transducer calibration process per service manual section #4. The iabp then passed all functional and safety tests per factory specifications. The iabp was cleared for clinical use.

Event description:
The customer reported that during use on a patient, the intra-aortic balloon pump (iabp) generated a system failure alarm. The customer rebooted the iabp, and the iabp restarted . There was no injury or death reported.